Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The drive manifold assembly was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during an in-house inspection, the cardiosave intra-aortic balloon pump (iabp) had a drive manifold leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty drive manifold assembly was sent to getinge's national repair center (nrc) for evaluation. The nrc handed the faulty drive manifold assembly over to the sustaining engineering department. An engineer performed all manifold tests five times, and successfully passed all tests. The cardiosave test fixture was pumped at 120bpm for 24 hrs. And no failures were observed. The sustaining engineering department was unable to duplicate reported failure. Per procedure the drive manifold assembly will be discarded. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period nov-2019 through oct-2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty drive manifold assembly was sent to getinge's national repair center (nrc) for evaluation. Additional information is being requested with regard to the evaluation of the drive manifold assembly. A supplemental report will be submitted when this information is provided to us.